Manufacturer narrative:
(B)(4). Report source:(B)(6). No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Unable to perform a field action check. Item number and lot number were not provided. Medical records were not provided. A definitive root cause cannot be determined.

Event description:
It was reported that patient underwent a spine procedure on an unknown date. Subsequently, patient underwent a revision procedure due to disassociation of the cage/subsidence of the cage. During the revision surgery the cage was removed. There are other cases. No other information available.